Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The field service technician replaced the tubing, arm to instrument (part number 7-92484-02) and couplings, 1/4 inch (rohs)_part number 7-207312-02 which resolved the issue. A service history review for the isr55295 revealed no additional issues were reported following the replacement of the parts. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer experienced a splash above the neck from the architect i2000sr analyzer when tubing came loose. No known treatment was provided.